Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s experience of a syringe calibration error message during infusion was confirmed. The syringe module error log showed one instance of syr plunger position failure (error code 351.6660.0) that occurred at 5:33 am on (B)(6) 2016. The syringe module event log showed the device was infusing at a rate of 1ml/hr when the device alarmed for syr calibrate at 5:33 am. Although testing performed was unable to replicate the calibrate syringe error, inspection of the device found the split nut to be worn. The cause of a syringe calibration error message during inotrope flush was identified as a worn split nut; the cause of the worn split nut was not identified.

Event description:
The customer reported that a syringe pump on an ICU patient "shut off interrupting flush of IV inotrope infusion" and displayed a calibration needed error message. There was no effect on the patient from this event.